Manufacturer narrative:
The insulin pump passed displacement test and self-test. All operating currents are within specification. No unexpected blank display noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The pump was received with cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced blank display and button error alarm. The customer's blood glucose reading was 221 mg/dl. The customer received a button error when she tried to resolve the blank display. The customer stated that the button error did not occur right after the pump was exposed to moisture. The insulin pump was returned for analysis.